Event description:
The customer reported the iris failed to operate properly. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A broken cable was found. This was repaired and the collimator was calibrated. The system was then found to be working as intended.